Event description:
During cataract surgery, intraocular lens was inserted into the right eye. After insertion, the physician noticed something on the lens. The lens was removed and replaced with another lens. After the procedure, part of this material was scraped from the lens and placed on a blood sugar plate per physician order and sent to the laboratory for a culture. There was no gram stain done and culture showed no growth after 3 days.